Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtmr) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon could not drive the right master tool manipulator (mtmr). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found errors 23008/23013 pointing to mtmr fault. The tse suggested moving to surgeon side console 1 to resume the surgery. The procedure was resumed with the ssc1 and completed with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and tested. The mtm underwent calibration, sine cycle, check sensors and friction tests. The issue could not be replicated nor confirmed.

Event description:
Refer to h11 for follow-up information.